Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a low threshold suspend. Customer's blood glucose was 42 mg/dl. Customer reported that blood glucose may have been low due to over correcting after easter dinner. Customer reported of also receiving a meter blood glucose now alarm. Customer was advised that alarms were due to having low blood glucose and not properly calibrating. Customer was assisted and was advised that sensors would be replaced.